Event description:
It was reported that this right ventricular lead exhibited high impedance due to a fracture as confirmed through x-ray. It was also noted that there was insulation breakage. This lead was explanted and successfully replaced. This lead is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right ventricular lead exhibited high impedance due to a fracture as confirmed through x-ray. It was also noted that there was insulation breakage. This lead was explanted and successfully replaced. This lead is not expected to be returned. No additional adverse patient effects were reported.